Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box download verified the pump time and date reset to the default setting of 12:00am (B)(4) 2007 after rebooting on (B)(4) 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient claimed her blood glucose has been erratic while she had an issue with the date and time resetting when the battery is reseated. Reportedly, last week the patient had elevated blood glucose of 580 mg/dl and took bolus insulin via the subject pump. Her blood glucose did not respond, so she took manual injection of insulin. The patient awoke in the am with her daughter at her door stating she had been trying to contact her mom. Emergency services arrive soon after and recommended she eat something after the patient's blood glucose read 45 mg/dl. At the time of concern, the patient stated she felt fine. During troubleshooting, the animas representative noted the subject pump was showing pm when it should have been am. There was no evidence of product misuse. The time/date resets to default settings when the battery is removed for less than 24 hours. The issue was not resolved with training. The product was requested back for investigation. This complaint is being reported due to the alleged date and time reset issue and because the patient developed erratic blood glucose above 500 mg/dl and below 50 mg/dl while on insulin pump therapy.